Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders and reservoir performed within specifications. The pump was not functionally tested due to the spring being misaligned. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to the patient having difficulty using the pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. The patient status following this surgery was good. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device evaluated by MFR: device not returned for analysis.

Event description:
It was reported that due to the patient having difficulty using the pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. The patient status following this surgery was good. Should additional information be received a supplemental report will be submitted.